Event description:
Following an interventional procedure, an 8f angio-seal device was deployed. However, the device did not seal, hemostasis was not achieved. Manual pressure, pressure dressings, and a sandbag were applied to achieve hemostasis. Pt was sent for post procedure dialysis and then complained of leg pain and no distal pulses were present. The pt was taken to surgery for a thrombectomy with a patch angioplasty and removal of the angio-seal device. The pt is recovering. A pre-placement angiogram was performed prior to deployment. The "cas" reviewed the arteriogram post deployment revealing the deployment in the femo-tibial bypass. However, the puncture look good. The physician who performed the tests has indicated that the manual pressure, pressure dressing, and sandbag may have disturbed the flow enough to have caused an occlusion. The pt was taking anticoagulants as prescribed.